Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported frequent low voltage alarm via log file analysis. Low power advisory alarms were intermittently observed throughout the data, associated with the voltage on the black power cable fluctuating below the alarm threshold, and each alarm resolved within a few seconds when voltage returned to a value above the alarm threshold. There were no other remarkable events found within the log files. The pump maintained a speed within the expected range throughout the log files. Additional information stated that the alarms were due to a defect in the power cable on the controller. The batteries and clips were cleaned. The controller was exchanged, which resolved the alarms. The controller was discarded and will not be returned for analysis. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instruct the user to clean the metal contacts on the batteries and inside the battery clip at least once a month. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power, low power advisory, and backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced frequent low voltage alarms. The site suspected that the patient had issues with the power cables in their system controller. The log files were sent for analysis. The event log file captured intermittent low power advisory alarms (f11) on the black power cable starting on (B)(6) 2025 to (B)(6) 2025 which indicated that black power cable may have had a poor connection between the battery and the battery clip. This indicated that the battery was at yellow advisory level or that there was a poor connection with the battery clip where black power cable was connected. Battey clips and batteries were cleaned. Ultimately, the system controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.